Event description:
It was reported by a peritoneal dialysis (pd) nurse that this patient on pd therapy was hospitalized on (B)(6) 2023 for peritonitis. In an additional call with the pd nurse, it was stated that the patient was hospitalized on (B)(6) 2023 for symptoms of abdominal pain. The patient had a pd culture obtained in the hospital which had no organism growth and an elevated white blood cell (wbc) count (result unknown). The patient was treated with antibiotic therapy (details unknown) for peritonitis. Additionally, it was reported the patient was continuing pd therapy. At the time follow-up was completed, the patient remained in the hospital anticipating discharge. The nurse was not able to identify the exact cause of the patient¿s peritonitis. However, it was confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse indicated the peritonitis may have been associated with a breach in aseptic technique due to the patient having cataracts which impairs his vision.